Event description:
Alleged the pt had a large amount of body emissions which seeped into the mattress cover and foam causing a bad odor.

Manufacturer narrative:
The facility's maintenance used a mattress revitalization kit to repair the bed.